Event description:
It was reported that the right ventricular (rv) lead had several twos (t-wave oversensing) episodes and intermittent two observed on high rate non-sustained episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.